Manufacturer narrative:
Functionality cannot be verified due to the severity of the observed damage.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer dropped the pump and the touchscreen became shattered and unresponsive. Customer's blood glucose level was not impacted. Reportedly, customer has back up manual injections for continued insulin therapy.